Manufacturer narrative:
Updated sections d9, h2 and h3. Updated annex codes: g, b, c, and d. Device evaluation: intuitive surgical, inc. (Isi) did receive the permanent cautery hook (pch) instrument to perform failure analysis. The instrument was found to have a broken distal clevis at the base of the clevis, measuring roughly 0.2540" x 0.2100" in size; the broken piece was not returned. The clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The instrument was also found to have a broken monopolar yaw pulley at the distal clevis. A broken piece measuring approximately 0.1075¿ x 0.0840¿ in size is missing as a result of breakage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted transanal total mesorectal excision procedure, a yellow plastic side piece from the permanent cautery hook instrument broke off inside the patient. The piece was retrieved during the same procedure which was completed robotically.